Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the inline sheath was advanced into the artery without being flush with the valve capsule causing a small tear at the arteriotomy site. It was reported that the delivery catheter system (dcs) had not been drawn back out of the patient to place the inline sheath, therefore the tip of the inline sheath was not protected. It was reported that the tear could not be sealed with a closure device and subsequently, a non-medtronic covered stent was placed in the right femoral artery access site. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.